Event description:
Ous MDR: after an implantation time of 8 years, the device showed that an estimate of 1 year 7 months until eri. Three days later, the estimated time had changed to 4 months for an unk reason. This device was explanted and returned for analysis. However, no explant date was provided.

Manufacturer narrative:
Upon receipt, the pacemaker was subjected to a visual inspection revealing scratches on the pacemaker housing. Upon electrical incoming inspection, the device was found to be in eri-mode since (B)(6) 2011, assumedly due to cold environmental conditions (e.g. Transport, storage). The analysis of the pacemaker's memory content revealed that the battery was approx 65% depleted. Upon initial interrogation, the device was programmed as follows: ssi-mode / 30 ppm / 4.8 v / 1.0 ms. The analysis of the follow ups documented on (B)(4) 2011 an expected time to eri of 1y7m. At this time, the device was programmed in ssi-mode with 70 ppm and an amplitude of 2.5 v at 0.4 ms. The follow up on (B)(4) 2011, at 1.4 ms. Due to these high current parameters the time to eri with 0y4m was as expected. During the further course of the analysis ,the device was reprogrammed to the settings of (B)(4) 2011. The time to eri with 0y4m was as expected. In summary, this pacemaker did not show a material or mfg problem. The sudden decrease of the time to eri was as expected. The device was programmed to high current parameters.